Manufacturer narrative:
¿As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.¿

Event description:
Unable to pass saw checkpoint on mics on multiple occasions. In house trouble shoots failed. Mics passes registration and verification however unable to complete cuts due to error. Inability to procede with case with mics.

Manufacturer narrative:
Reported event: unable to pass saw checkpoint on mics on multiple occasions. In house trouble shoots failed. Mics passes registration and verification however unable to complete cuts due to error. Inability to procede with case with mics. Product evaluation and results: the product was not evaluated as the product was unavailable for inspection. CAPA 2127499. Product history review: device history records indicate (B)(4) devices were manufactured under lot k09v7 and 23 devices including s/n (B)(6) were rejected on qt17-07-0032 for missing documentation and (B)(4) devices were rejected for out of specification. All (B)(4) devices including s/n (B)(6) were accepted into final stock when documentation was provided. Non-conformance is not related to the failure alleged in this compliant. Complaint history review: a review of complaints related to parts in lot number k09v7, p/n 209063 shows no other complaint related to the failure in this investigation. Conclusions: per (B)(4), preventive maintenance is where an action occurs that identifies device deterioration which may compromise function. Under pm conditions no patient was involved and no actual or potential patient harm existed for the alleged event. The alleged failure mode could not be confirmed as the product was not available for inspection. No additional investigation or specific actions are required. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been an nc and CAPA associated with the product and failure mode reported in this event. This is nc 1414517, CAPA 2127499 and CAPA 1450904.

Event description:
Unable to pass saw checkpoint on mics on multiple occasions. In house trouble shoots failed. Mics passes registration and verification however unable to complete cuts due to error. Inability to procede with case with mics.